Event description:
The customer reported that his insulin pump alarmed while changing the battery. Advised the caller that the device would be replaced. The blood glucose reading was 120mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device passed the battery test after changing the battery.